Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a sudden battery voltage drop and premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The electrolytic capacitor was damaged. Hybrid analysis revealed that there was no evidence of a high current drain condition the device had an average current drain of 16.5 amps. It was confirmed that this device experienced premature battery depletion. The device delivered low energy on every 35 j charge. The device was sent to pal.(product analysis lab) in tempe. Further analysis at the product analysis lab in tempe revealed that the low delivery energy was confirmed and traced to a fractured c1 anode lead within the high voltage capacitor stack. Charge and delivery functions were nominal with a donor capacitor stack connected to the device. No hybrid anomalies were identified. Battery analysis revealed that no internal defects or abnormalities were observed that could cause early depletion of the battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.